Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, no moisture was observed inside the battery compartment. The battery compartment and cap were found to be undamaged and functioning properly. The original complaint of moisture ingress inside the battery compartment could not be duplicated. Unrelated to the original complaint, moisture was observed underneath the display screen. A leak test was performed and a leak was identified in the display lens. The pump cover was removed and further moisture corrosion was observed on the printed circuit board, keypad connector, and eeprom circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.